Event description:
Air leakage into a cannula attached to extracorporeal membrane oxygenation (ECMO) device to which the pt was connected. This cannula is under negative pressure, and the air apparently leaked into the tubing at a junction between two parts of the tubing.